Manufacturer narrative:
Hw20902 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remain implanted.

Event description:
It was reported that high watts and high flows were seen in the log files. The patient was admitted to the hospital to receive lysis therapy. The last report received indicates that the patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
Addditional information received: it was reported from the site that the patient was at home when reported event took place. Inr was stated to have been controlled and there were no treatments given and thrombus was not confirmed. It was stated that the patient was discharged on (B)(6) 2015. No further information is available. This updates does not impact the result of the investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.